Event description:
It was reported that the patient presented for a device change-out. An alert was noted for low impedance along with alerts for the ICD. Since the lead will have to be tested and possibly replaced, the patient would have the procedure at another facility. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.